Event description:
A customer observed multiple false positive ahbs results during a correlation study between the eci analyzer and an alternate method. Biased results were not reported. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary. Investigation into this event found that the customer did not follow ocd recommended procedures for pre-analytical storage of the samples. The product insert for the ahbs reagent states "samples should be thoroughly separated from all cellular material. Failure to do so may lead to falsely elevated results. Serum and plasma samples may be stored for up to 5 days at 2-8 c or 4 weeks at -20c." The customer did not centrifuge samples prior to testing, and the samples were stored for up to a month in the refrigerator. The root cause of the event is user error.